Manufacturer narrative:
The customer reported the display had a black screen. There was no pt involvement. The unit was evaluated by a philips representative. The reported symptom was duplicated. Replacing the optical switch resolved the reported symptom.

Event description:
The customer reported the display had a black screen. There was no pt involvement.